Event description:
Additional information was received from the healthcare professional via the manufacturer's representative. A surgical consult was performed on (B)(6) 2016 at which time impedances were again found to be out of range. Cervical x-rays showed one of the contacts from the lead appeared to be freely floating and not on the actual lead. The patient indicated they had not experienced any trauma and that stimulation "just stopped working one day." The patient was being scheduled for explant. The patient would undergo MRI after explant and reimplant would be considered if the hcp felt it was appropriate. It was noted that the issue was not resolved at the time of the report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the stimulator and leads were explanted due to the broken lead.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that an impedance check showed electrodes 0, 3, and 11 were greater than 20000 ohms; electrode 12 was consistently high around 15981 ohms; and electrode 2 was showing greater than 20000 ohms depending on which reference electrode was used. It was noted that when the patient had stimulation in (B)(6) 2015, the patient reported receiving effective therapy. After turning on stimulation on (B)(6) 2016, the patient was feeling stimulation on both sides; programmed with 0+ 2- 4+ on the right side, and 8+ 10- 12+ on the left side. Programming on the right side was shifted to 1+ 4- 6+, the patient was feeling stimulation in all areas of pain and getting therapeutic effect, but the patient was also getting some muscle contractions. No changes were made to the left side programming, and the patient was feeling stimulation appropriately on the left side. The manufacturer representative reported that the patient would be sent home with these settings, and x-rays of the entire spine were recommended to check for visible system damage. It was reviewed that if nothing was seen on the x-rays, performing intra-operative impedance testing was recommended to determine whether the issue was on the extensions or leads. It was noted that (B)(6) 2016 was the first time high impedances had been seen, and the manufacturer representative did not have any information about when the replacement was to be performed. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, whether x-rays were performed / x-ray results, any additional troubleshooting/interventions taken or planned to resolve the reported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.

Manufacturer narrative:
Model: 3778-45, serial number: (B)(4): #0 conductor was broken at the distal end of the #1 electrode. Model: 3778-45, serial number: (B)(4): #11, #12 conductor were broken 2.9 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.